Event description:
It was reported the device was used in a laparoscopic colon procedure. The device fired incompletely and irregularly edges on the inferior mesenteric artery. Another device was used to complete the case. There was no consequence to the pt.